Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event. As this event has now been deemed not reportable. H10: corrected data.

Event description:
Subsequent to the initial MDR. It was determined, that a report was submitted in error. Upon further review, it was determined, that the patient allegation does not meet the criteria of a reportable event.